Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. However, the insulin pump had an intermittent button response noted. We were unable to determine root cause due to pump preservation. The insulin pump had minor scratches on display window, cracked reservoir tube lip and cracked case near display window corners noted during visual inspection. Data analysis was unable to perform data analysis due to no pump history available on history download. No data was available due to pump being received without battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed way at home. The cause of death was high cholesterol. The coroner told the spouse that the customer's heart stopped; had a defibrillator. The caller stated that the customer's death was sudden; went to take a nap, but did not wake up. The customer had two finger amputations, had a sore on the foot, had a pacemaker. The caller did not know the customer's blood glucose at the time of death. The caller stated that, on (B)(6) 2015, the customer's blood glucose was a tad low, so the customer ate lunch. The customer was wearing the insulin pump at the time of death. The customer was using sensors and was wearing one at the time of death. The caller did not have the insulin pump at the time of death, but agreed to return it for analysis. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.